Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician was not able to duplicate the reported issue. All testing were performed by using good known ac adapter. Ventilator was fully charged before it was placed for running extended forty-three hours test with same pre settings as customer had at the time of the reported issue. Ventilator passed extended forty-three hours test without any unusual alarms or conditions, furthermore unit also passed forty minutes battery duration test. There were no abnormalities revealed with the ventilator when internal inspection was done.

Event description:
The customer reported complaint that the unit power was kept turning on, resetting and then shutting up by itself in five minutes. The customer reported that there was no patient involvement.